Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence from a urethral stricture the patient had his artificial urinary sphincter (aus) cuff removed. It was explained that the patient had previously went through surgery exploration and removal of the cuff with urethral reconstruction in (B)(6) 2019. The patient will now have a new cuff implanted on a future date.